Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, bruxism, preceding/simultaneous bone augmentation, peri-implantitis, pain, bleeding, inflammation, mobility. The patient has not followed the usual follow-up protocol for implants. Inadequate oral hygiene. Mm2024_0705 and 2024_0706 are the same patient.